Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the save-to-disk-reported power-on-reset failure. Device and hybrid level testing and evaluation demonstrated nominal operation and functionality with no new power-on-resets. The stacked chip scale package was inspected for copper trace anomalies. None were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five years ago, a power on reset (por) occurred which disabled the wireless telemetry of the device. Replacement of the device was recommended as a countermeasure, however refused by the patient at that time. The device was subsequently explanted and replaced following normal battery depletion. No patient complications have been reported as a result of this event.